Event description:
The surgeon attempted to insert a cq2015 three piece collamer lens and the lens haptic tore. No patient contact injury. This is one of two lenses for the same patient. See MFR rpt # 2023826-2006-00667.